Event description:
New information received notes that the patient was admitted to the hospital due to fever and body aches which led to the discovery of the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-27257. It was reported that the patient presented in clinic due to infection on their pacemaker system leading to endocarditis. The patient's pacemaker and right ventricular (rv) lead were explanted on (B)(6) 2021. The patient was in stable condition.